Event description:
Since using the philips dreamstation CPAP machine I have awakened with headaches, extremely dry mouth and nose. I have had a severe post nasal drip (sometimes with blood) for well over a year with the doctor prescribing claritin which did not help. I have had to remove my contacts often due to very dry eyes. I have had days where I will cough and sneeze uncountable times while constantly clearing my throat to no avail. I have had difficulty breathing and from blowing my nose so often my right ear hurts and rings.